Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was difficulty charging. The patient reported poor coupling. The patient reported that they get full coupling when charging but if they move, about half or ¾ of the bars go away. The patient reported that this happened even when the belt is tightened securely. The patient reported that they had downed electrical wires in the back yard and the problem has been going on since that time. The patient reported when they left the house because of the interference and went to the back door where the downed wires were and they could feel a weird sensation. The patient reported that they left the house with rubber grip shoes on because they were concerned about the down wires. The patient reported that the wires have been repaired but they continue to have concern about coupling and ¿charging has been weird¿. The recharging antenna was reported damaged. The patient was told that they will be sent a new antenna to try and if it does not resolve the coupling concern, they should follow up with their healthcare professional. No patient complications have been reported because of this event.